Manufacturer narrative:
Addition information : imdrf a, g, b, c, d grids. Manufacturer narrative (chr DHR and shr statements). Correction : initial reporter occupation. Omit: a1601 - device alarm system (1012),g0600101 - alarm, audible,c20 - no findings available,d15 - cause not established. Device evaluated by bd service. A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 22jun2006. The review was performed from the date of manufacture to the present date 30jul2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device displayed error code 511.2000. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device displayed error code 511.2000. There was no patient involvement.